Event description:
It was reported that a procedure cancellation occurred. During a procedure, a bmc rf puncture generator was selected for use, and during the procedure, it was reported that the unit displayed an impedance error message and the account had to leave a case due to this error. No specific error code provided. No patient complications occurred. No further information was reported. It was further reported that the generator was powered off and then powered back on, which resolved the impedance error. No specific error code was provided. The procedure was completed using the same device.

Manufacturer narrative:
B3: describe event or problem - updated. E1: initial reporter title, initial reporter first name, initial reporter last name - updated. E3: occupation - updated. H6: impact codes - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that a procedure cancellation occurred. During a procedure, a bmc rf puncture generator was selected for use, and during the procedure, it was reported that the unit displayed an impedance error message and the account had to leave a case due to this error. No specific error code provided. No patient complications occurred. No further information was reported.